Event description:
It was reported that when delta monitors are removed from the docking station or during transport, sometimes the deltas blackout without warning of "battery depleted." There was no pt injury reported. (B)(4).

Manufacturer narrative:
The root cause for lack of power to the pt monitor when operating on battery power is due to no battery charge from the internal lithium-ion batteries. When there is no charge available from the lithium-ion batteries that are being used as the monitor's power source, there will be no available electrical charge to generate an alarm to alert the user that the monitor is powering off. As noted with the complaint description, when the batteries cited in this complaint were replaced with new batteries, no further power issues were evident. The two lithium-ion batteries of concern were manufactured over 2 years ago. According to the draeger delta instructions for use (IFU) manual, the lithium-ion batteries should be replaced after 24 months of use. No actions are planned by the manufacturer at this time. We will continue to monitor for similar reports of this condition.